Manufacturer narrative:
Concomitant medical products: 457445, lead implanted: (B)(6) 2008; 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high impedance and high thresholds. The ra lead was reprogrammed, but it was noted that four days post op the ra lead impedance continue to be high. It was also reported that atrial events were falling in the blanking/refractory period, resulting in a termination of detection of the atrial episode event though the atrial event was ongoing. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.